Event description:
It was reported that the user experienced hyperglycemia while using the ilet, suspected to be related to an infusion site issue such as scar tissue interference, with no occlusion alerts reported and no recent food intake; the user completed a site-only change with guidance. Symptoms included elevated blood glucose at 241 mg/dl. Outcomes included transient hyperglycemia without hospitalization or medical intervention beyond troubleshooting. Investigation included user interview and troubleshooting education focused on infusion site management. Investigation of this case revealed that the device functioned without alarms and that the event was consistent with hyperglycemia of unclear cause, with a potential contribution from infusion site placement. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.